Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away on (B)(6) 2015 at home. The customer's blood glucose was unknown at the time of death. The official cause of death was unknown at the time of the call. The caller reported the customer had heart disease prior to passing away. The caller also reported it was unknown if the customer used sensors and if the customer was wearing a sensor at the time of death. It was also reported the customer was wearing the insulin pump at the time of their passing. The caller declined to return the insulin pump for analysis.